Manufacturer narrative:
The technician confirmed the sterilizer was operating according to specification. Steris personnel reviewed the transfercart's DHR and confirmed the unit was manufactured according to specification. The unit is not under steris contract for maintenance services. In service training for the proper use and operation of the transfercart was completed at the user facility. No additional issues have been noted.

Manufacturer narrative:
No procedural delays or cancellation were reported. A steris service technician arrived on site, inspected the unit, and identified facility personnel were not properly locking the transfer cart to the sterilizer. As the transfer cart was not locked properly to the sterilizer it allowed the transfer cart to fall to the ground while the employee was unloading the sterilizer. The investigation is currently in process, a follow up MDR will be filed when additional information becomes available.

Event description:
The user facility reported their 66" transfer cart was not operating properly. No injury was reported.